Manufacturer narrative:
The freedom driver cannot be located at this time. The hospital indicated that it was picked up, however, the shipping company does not have record of receipt. When the freedom driver is located, it will be returned to syncardia for evaluation and the results will be provided in a follow-up MDR. (B)(4) follow-up report 1.

Manufacturer narrative:
The customer-reported "squeaking" sound was unable to be reproduced or confirmed during investigation testing. The driver passed all sections of functional testing in addition to an extended observation run with no abnormal sounds. The driver performed as intended and there was no evidence of a malfunction. The root cause of the customer-reported issue could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 2.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited an intermittent noise it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited an intermittent noise while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver without adverse patient impact.